Event description:
Pt's PICC line is leaking at the hub. This is noticed upon flushing where the PICC extension tubing connects to the hub. This is the seventh catheter that we have had this problem with in the past six weeks. PICC was placed on (B)(6) 2012 and leaking noticed today. We will have to insert a new catheter as a result.